Event description:
It was reported that alarm 01 occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed to load a new cartridge which did not resolve the issue, so technical support decided to replace the pump. The customer will use multiple daily injections as a backup therapy and will return the problematic pump following the given instructions.